Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient experienced an implant fractured at tooth #6 when the dentist was tightening the crown. Therefore, the implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
It was reported the implant and the screw fractured at tooth #6 when the dentist was tightening the crown. Therefore, the implant with the stuck broken screw was removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: evaluation method codes were added: 10, 4109, 4111, 3331 h6: evaluation result code was added: 3252 h6: evaluation conclusions code was added: 4310 DHR review was completed for the subject lot number 63217329. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63217329 for similar events and no other complaint was identified. The customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "breakage" page 2. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are material selection of implant inadequate (unable to withstand occlusal forces or long term loading) - missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.